Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 related to an intracranial hemorrhage. Log file analysis showed that the pump maintained speed between the set speed of 5400 rotations per minute and low speed of 5000 rotations per minute. Low flow alarms were recorded throughout the history. The silence alarm button was used several times on (B)(6) 2022 from 16:03:47 to 16:45:03. The data indicated that the pump was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome due to intracerebral hemorrhage could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. A sustained low flow alarm was captured on (B)(6) 2022 over the course of the approximately 45 minute controller event log file. The low flow alarm was intermittently silenced over the course of the log file. A specific cause for the low flow alarm could not conclusively be determined through this evaluation; however, time of death could not be established via this log file analysis. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Of note, no low flow alarms were captured in the controller periodic log file ranging from 01nov2021 ¿ 09mar2022. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2019 the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was additionally reported that the death was not considered to be device related and that the device operated as expected. The device would not be returned for evaluation.